Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine and dilaudid via an implantable pump for spinal pain. It was reported the patient's pump has ran dry before but the pump never alarmed, even when it was dry, and even if he has had withdrawals. It was indicated the patient has been through withdrawal several times. The patient indicated they experienced withdrawal. The patient has never heard their alarms since implant, (B)(6) 2015. No specific symptoms were reported. No further complications were reported or anticipated.